Event description:
It was reported via user medwatch (B)(4) balloon rupture and detachment occurred. A 8.0mm x 100mm x 75cm mustang balloon dilation catheter was inflated inside a fistula. Balloon ruptured shearing off part of the balloon inside the vessel. Md then stented over the balloon fragment and flow was restored to fistula.

Manufacturer narrative:
Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).